Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture (baker grade IV).

Event description:
Patient reported right side seroma-late, pain, hardening, "enlarged t-scar, baker grade IV contracture, little coverage", and "isolated benign calcifications". The device remains implanted.